Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was unknown. Advised that a replacement insulin pump would be sent. The customer confirmed that she had reverted to a back-up plan already. Nothing further reported.

Manufacturer narrative:
There was no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a minor scratched display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.